Event description:
Baxter reported that a transfer set has been replaced due to the leakage of peritoneal dialysis fluid the tubing. The transfer sert was placed in 2005. There was no patient injury or medical intervention was associated with this incident per baxter.